Event description:
Customer reported device generated a test result with an un-dosed test strip. Customer stated the nose cover on device is loose and was not snapped onto it tightly with the result generated. No treatment was received. A request was made for return product and replacement product was sent.